Event description:
It was reported that high impedance noted during procedure. The lead was repositioned unsuccessfully. The lead was replaced.

Manufacturer narrative:
All info provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Evaluation description included. Normal analysis. No anomaly was found.